Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, while the surgeon tried to attach the bipolar maryland forceps(bmf) to the instrument drive unit(idu), the system did not recognize the bmf. The surgeon attempted to attach the bmf multiple times without success. When they tried attaching the secure cadiere instrument, it was recognized by the system. The bipolar maryland forceps was replaced with a new one, which was recognized by the system, allowing the surgeon to proceed with the surgery. There was no patient involvement.

Event description:
It was reported that the event occurred after docking but before starting a robotic laparoscopic prostatectomy procedure, but with the patient in the operating room and under anesthesia. Tried to attach the bipolar maryland forceps to the sterile interface module and instrument drive unit, but the system did not recognize the bipolar maryland forceps. Attempted to attach the bipolar maryland forceps multiple times without success. When trying to attach a secure cadiere instrument, it was recognized by the system. The bipolar maryland forceps was replaced with a new one, which was recognized by the system, allowing to proceed with the surgery. It took five minutes to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported sterile interface module. The sterile interface module sample was not made available for this incident as it is still in use with the customer. Evaluation of the logs indicated that the sterile interface module (sim) triggered an error code for 'no attached instrument - motion limits' on the arm cart assembly, which was connected with a secure cadiere forceps and a bipolar maryland forceps. This can indicate an instrument connectivity issue. Evaluation of the sterile interface module confirmed the reported condition, however, the investigation concluded there were no abno rmalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a sim and instrument connectivity issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.